Manufacturer narrative:
The user reports unit went into "error" during a code blue while unit was in ER trauma room. The bme reports that he gets an error on initial boot up. Diagnostic check power on check result "flash_p" which could mean a power board failure. And history shows multiple "diag ng [0x800000000] rom" errors which indicate a possible main board failure. The unit will be sent in for qa evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The user reports unit went into "error" during a code blue while unit was in ER trauma room.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with mu-631ra; sn (B)(4), from patient monitoring: error encountered on initial boot-up during a code blue while unit was in ER trauma room. Error was not specified. Service requested: exchange. Service performed: nk ts observed that the history shows multiple "diag ng [0x800000000] rom" error messages, which indicated a possible main board failure. An exchange was initiated for the unit and shipped to the customer on (B)(4) 2017. Device was still under warranty when the malfunction occurred. The unit was cleaned and evaluated. No problem was found. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. The unit was returned to stock. Investigation summary: the root cause of the issue could not be determined due to the repair center's inability to duplicate the issue on evaluation. Risk analysis was not performed. Based on the given information, this complaint record can be closed as no further investigation is needed at this time. Although the patient had been coding at the time of the failure, no information was provide on the outcome of that event. Nk was not made aware of a patient death in this case.

Event description:
The user reports unit went into "error" during a code blue while unit was in ER trauma room.